Event description:
The customer reported the alarm sounds intermittently. The customer has tested both the 8307 and the 8308 sensor with the alarm and the alarm does not function properly. Batteries have been replaced with a new supply. The customer did not provide the actual date that this was found. No patient incident or injury was reported.

Manufacturer narrative:
Product has been requested to be returned for evaluation and has not been received. Note: this report is based solely on the customer's reported issue. (B)(4).